Manufacturer narrative:
The field service engineer determined there was a damaged cell rinse tube. The issue was repaired and there were no further issues. The cell rinse tube was last replaced in (B)(6) 2016. The tubing is recommended to be replaced every 3-5 years. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested for albumin on the cobas 8000 c 702 module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. It was asked, but it is not known which specific albumin reagent was used. The customer noted that a wash probe appeared to have bubbles intermittently. The first sample initially resulted in an albumin value of 61 g/l and repeated as 34 g/l. The second sample initially resulted in an albumin value of 109 g/l and repeated as 26 g/l. The albumin reagent lot number and expiration date were requested, but not provided.